Event description:
It was reported sparks came out of the back of the controller. No pt or user injuries were reported as a result of this event.

Manufacturer narrative:
The pt identifier , age, weight and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no mfg or exp dates can be provided.